Event description:
It was reported that during collection with 18 bd vacutainer® sst¿ ii advance plus blood collection tubes hemolysis and fibrin were discovered. The following information was provided by the initial reporter: when blood is collected, it is completely coagulated and hemolyzed, so bad that no serum can be collected at all.

Manufacturer narrative:
H.6. Investigation summary: "bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for fibrin was observed, however hemolysis was not observed. Additionally, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, the indicated failure mode for fibrin was not observed, however hemolysis was not observed. There were no difficulties encountered during blood collection and all tubes exhibited proper fill. Bd was unable to duplicate the customer¿s indicated failure mode, hemolysis, because the defect was not evident in the testing of the complaint lot samples. Visual observations for hemolysis of both retain and control samples tested demonstrated clinically acceptable performance. Bd was able to duplicate the customer¿s indicated failure mode (fibrin) because the defect was evident in the testing of the complaint lot samples. Replicates of retention samples of lot 2277442 showed a degree of the defect. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. "

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during collection with 18 bd vacutainer® sst¿ ii advance plus blood collection tubes hemolysis and fibrin were discovered. The following information was provided by the initial reporter: when blood is collected, it is completely coagulated and hemolyzed, so bad that no serum can be collected at all.